Event description:
It was reported that the customer was hospitalized for high blood glucose and complained of excessive thirst, pain, and urination. The customer was not wearing the insulin pump at the time of hospitalization; he had removed it in the morning that day. The blood glucose was 450 mg/dl. He was treated with manual injection and discharged once the blood glucose stabilized. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime, no leaks were found, and the insulin pump passed the high pressure test. Advised that the insulin pump was working as designed. The customer was still convinced that the insulin pump was not functioning correctly and requested that it be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The low batt alarm, off no power alarm and low reservoir alarm functioned properly. The device was received with minor scratches on the display window.